Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 22-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive hair loss, chronic fatigue, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On (B)(6) 2014, plaintiff underwent surgery to remove her essure coils. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event chronic pelvic pain and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right was fractured with approximately 1.5 cm of coiled metal remaining'), embedded device ('fragment of red tan fibrous tissue with embedded helical wire, 1.5 x 0.3 x 0.3 cm.') And pelvic pain ('chronic pelvic pain') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopy with partial bilateral salpingostomy and salpingectomy, polypectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, alopecia, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, dyspareunia, embedded device, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: final diagnosis a. Endometrium, biopsy: endometrial polyp fragments . Negative for hyperplasia. B. Medical hardware, right essure, removal: received and confirmed. C. Medical hardware, left essure, removal : received and confirmed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right was fractured with approximately 1.5 cm of coiled metal remaining'), embedded device ('fragment of red tan fibrous tissue with embedded helical wire, 1.5 x 0.3 x 0.3 cm.') And pelvic pain ('chronic pelvic pain') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopy with partial bilateral salpingostomy and salpingectomy, polypectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, alopecia, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, dyspareunia, embedded device, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: final diagnosis. A. Endometrium, biopsy: endometrial polyp fragments. Negative for hyperplasia. B. Medical hardware, right essure, removal: received and confirmed. C. Medical hardware, left essure, removal : received and confirmed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2021: medical records received- event fragment of red tan fibrous tissue with embedded helical wire, 1.5 x 0.3 x 0.3 cm.fragment of red tan fibrous tissue with embedded helical wire, 1.5 x 0.3 x 0.3 cm.were added new reporter, lab data, medical history added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 28-sep-2016. Quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event chronic pelvic pain and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.